Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). D4) catalog #: igtcfs-65-1-fem-tulip. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. (B)(4). Investigation is still in progress.

Event description:
Description of event according to study: on (B)(6) 2017, the patient received a günther tulip filter. Primary reason for filter placement was a current pulmonary embolism. The inferior vena cava (ivc) diameter at the intended filter location was 24 mm. There was no ivc anomaly or the presence of thrombus in the ivc prior to filter placement. Using the right common femoral vein as the access site, a günther tulip filter was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pulmonary embolism. The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, deformation, or migration. Filter tilt was = 16 degrees. There was no extravasation of contrast or filter legs appearing outside the column of contrast after placement. Patient outcome: the patient remains in the study.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Exemption number e2016032. Manufacturer ref# (B)(4). Summary of investigational findings: the complaint was reopened due to grade 1, 2, and 3 filter leg interactions with the ivc wall, which were noted on the 12-months fu. One grade 3 filter leg interaction affecting the paraspinous muscle was reported. The tulip filter was deployed with the feet in the in the infra-renal ivc and the hook terminating against the superior margin of the confluence of the right renal vein and ivc. There is a dextro-convex curvature of the lumbar spine with the apex of curvature located at the l1/l2 disc space. The infra-renal ivc is slightly bowed to the right due to the mass effect from the large aaa. The imaging obtained approx. One year after placement of the tulip filter demonstrated the filter in a relatively stable configuration. There has been interval placement of several stents in the right common and external iliac artery. CT scan of abdomen and pelvis with IV contrast demonstrates the filter with the hook extending ~4mm into the hepatic parenchyma and on the coronal images begins to extend through the vessel wall at the confluence of the right renal vein and ivc. On the coronal reformats there is 16 degrees of rightward tilt relative to the center line of the ivc. On the sagittal reformats there is 23 degrees of anterior tilt relative to the segment of ivc caudal to the l2/l3 disc space, where the feet of the ivc filter are located and 4 degrees of anterior tilt relative the segment of ivc cranial to the l2/l3 disc space, where the body of the filter is located. The ivc makes a rather abrupt anterior bend, at the l2/l3 disc space. Below this level the ivc and anterior margins of the vertebral body have a parallel orientation, while above this level the ivc makes a 27 degree anterior angle relative to the anterior margins of the vertebral bodies. There is a grade 1 interaction, a grade 2 interaction, and two grade 3 interactions involving the primary filter legs with the aorta and the anterior margin of the l3 vertebral body, respectively. All of the secondary legs demonstrate grade 1 interactions. The penetrations and significant anterior and rightward tilts may be a result of the initial placement configuration allowing the hook to interact and eventually penetrate through the superior margin of the confluence of the right renal vein and ivc. This, in turn, contributed to the abnormal forces on the primary filter legs opposite the angle of tilt, resulting in the grade 3 interactions. If the filter is no longer clinically indicated, retrieval should be considered. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. No evidence to suggest that the device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Additional information received on 28jan2019: on (B)(6) 2018 (378 days post-procedure), the 12-month follow-up clinical assessment and imaging were completed. Analysis of the CT scan revealed no evidence of embolization. There were 10 filter legs with a grade 1 filter leg interaction with the inferior vena cava (ivc) wall. There was one grade 2 filter leg interaction, however, no hemorrhage, hematoma, or other clinical findings were observed at the perforation/puncture site. There was one grade 3 filter leg interaction that was affecting the paraspinous muscle, however, there was no hemorrhage, hematoma, or other clinical findings at the perforation/puncture site. The ivc filter was not scheduled to be removed because the patient was unwilling to undergo retrieval. The patient was taking aspirin and clopidogrel.

Manufacturer narrative:
Exemption number e2016032. Manufacturers ref# (B)(4). Investigation is still in progress.

Manufacturer narrative:
Exemption number e2016032. Manufacturer ref# (B)(4). Summary of investigational findings: investigation is based on event description and image review. Initial CT scan confirmed bibasilar segmental and subsegmental pulmonary emboli. There is also evidence of recent endovascular repair of a ruptured abdominal aortic aneurysm with a large amount of retroperitoneal hemorrhage and mild mass effect on the ivc. The CT scan also confirmed an s-shaped scoliosis of the thoracolumbar spine and an exaggerated kyphosis of the upper lumbar spine and lordosis of the lower lumbar spine. This is important in establishing the course of the ivc, relative to the bony landmarks, to determine accuracy of measuring the degree of tilt relative to the bony landmarks on follow-up kub. Venogram at the time of ivc filter placement demonstrates an approach via the left common femoral vein with deployment of a gunther ivc filter in an infrarenal location. The filter deployed with a significant tilt of 16° relative to the center line of the ivc, which results in the hook of the ivc filter abutting the right lateral wall of the ivc, immediately adjacent to the right renal vein ostium. It has been discussed in the literature that there is a slightly increased risk of filter tilt via a femoral approach, specifically via a left femoral approach, likely due to the course of the deployment device. There is at least one report describing the use of ancillary maneuvers to help reduce the risk of deployment tilt by utilizing a stiff buddy wire to help straighten the system upon deployment. There is no discussion in the complaint report as to why a left femoral venous approach was chosen for deployment purposes. The significant tilt would likely have been avoided if an internal jugular approach was chosen. In addition, the follow-up kub demonstrated an anterior tilt measuring 35°, relative to the anterior margins of the upper lumbar spine. This anterior tilt is a gross overestimation of the true tilt based on the bony landmarks. The sagittal reformatted images of the CT scan demonstrate an intrinsic angle between the ivc and these anterior margins of the vertebral bodies measuring 22 ° due to a divergent course, indicating the true anterior tilt measures approximately 13°. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.